Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the bearing was worn out and the gear was broken and torn off. It was determined that the device was forced open by a third person/party since it showed loose screws and damage. It was observed that the device showed no power at the time cutting. It was further determined that the eccentric, the bearing and the gear showed signs of wear and tear. It was further determined that the device failed for check for free moving and for check the oscillation frequency. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from mexico that during an unspecified surgical procedure, it was discovered that the oscillating saw attachment device had an undetermined malfunction. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.